Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the controller printer circuit board and adjusted the 5vdc power supply circuit. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would intermittently lock up. No pt injury was reported.